Event description:
Sorin 3t heater/cooler device cultured on 10/20/2016 from the outer tubing. Dates of use: (B)(6) 2012 - (B)(6) 2016. Is the product compounded: no. Is the product over-the-counter: no.